Manufacturer narrative:
A ge service rep performed an on site investigation. The sbc board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the unit would not complete a boot up. This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with this event.